Manufacturer narrative:
Correction to field d6: implant date.

Event description:
It was reported that the patient had pain at the implant site. The patient underwent an explant procedure in which the implant was removed. The patient is doing well post operatively. The device will not be returned to the manufacturer for analysis as it was retained by the facility.

Event description:
It was reported that the patient had pain at the implant site. The patient underwent an explant procedure in which the implant was removed. The patient is doing well post operatively. The device will not be returned to the manufacturer for analysis as it was retained by the facility.